Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 69 mm in diameter thoracic aortic aneurysm. The proximal landing zone measured approximately 38.5 mm by 35.5 mm in diameter. It was reported that, approximately five days post index procedure, a CT revealed that the valiant stent graft had a proximal type I endoleak. The physician elected to perform an axillary to axillary artery bypass and implanted another manufacturer's stent graft. The event was resolved. Per the physician, the patient's morphology and calcium deposits were the cause of an inadequate proximal seal that was responsible for the proximal type I endoleak. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.